Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. No add'l info has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Reporter called on behalf of the pt reporting an alleged lap-band leak. The issue was first noted when the pt "could eat more than usual" and had saline added to the band, but felt no difference in restriction. The pt had a consultation with the implanting physician to discuss the issue and the surgeon believed the band had a leak. F/u findings: health professional reported that the pt came into the office complaining of "experiencing hunger." The surgeon filled the band to "4.0 cc's." When the pt came back to the office, the pt complained of "no restriction." The surgeon reported finding "no fluid" in band. The "surgeon put in "6 ml's" of fluid in the band and "couldn't recover any of it." The surgeon suspected a "leak in the tubing" suspecting it was "worn through at the fascia." The surgeon chose not to do any diagnostic testing. Replacement surgery of the port has been scheduled.